Event description:
The customer states that one patient sample generated an initial tdxflx gentamicin assay result of 0.0 ug/ml. The result was reported from the lab and questioned. A new sample was sent and this new sample generated a result of "high" on the analyzer printout (no actual value provided). The initial sample was retested and generated a result of 4.0 ug/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An evaluation was performed in response to the customer's concern with the tdx analyzer 's (B)(4) generation of an erratic gentamicin patient result. No product evaluation was performed. The evaluation of the issue consisted of a review of customer complaints, current tdx analyzer/reagent labeling, and the information provided in the complaint text. The tdx system operations manual (ln:9520-22) provides adequate information on maintenance procedures for the tdx analyzer. The manual lists corrective actions when erratic results are generated. The gentamicin package insert (34-4583/r6) was reviewed and was found to contain adequate information on sample collection and preparation for testing analysis, limitations of the procedure, and specific performance characteristics. The complaint text noted the tdx analyzer was found to have a loose connection between the probe and the connector tubing. A service history review found that this tdx analyzer (B)(4) has not had additional issues with erratic results generation since the loose connector tubing was serviced. A 12 month search for similar tdx complaints found no additional complaints were initiated due to issues with inconsistent gentamicin results. A malfunction of the tdx fpia analyzer was identified. The current investigation indicated erratic patient results were most likely caused by a loose probe connector tubing. The actual cause of the erratic result generation could not be determined with the available information. The tdx has not generated erratic results since the loose connector tubing was serviced. No product deficiency was found. This is a final report.